Manufacturer narrative:
Biomérieux internal investigation was initiated. The patient isolate was requested by biomérieux: however, the customer did not comply with the submittal request. No organism received. Review of qc batch records for the identified vitek® 2 gp ID card lot indicated the lot passed on initial qc testing. There were no atypical results observed with qc performance testing. No further investigation is possible.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a discrepant organism identification on the vitek 2 gram-positive (gp) identification (ID) test kit (ref 21342, lot 242351310). The gp ID organism was reported as enterococcus casseliflavus / enterococcus gallinarum. The patient isolate was also tested on the vitek ms for confirmatory testing; a result of enterococcus faecium was obtained. Repeat testing using the gp ID test kit again provided a result of enterococcus casseliflavus / enterococcus gallinarum. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation.